Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The right ventricular lead was fractured. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 7.1 cm to 7.4 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.